Event description:
Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of life. Device diagnostic testing was not performed at the time of implant. Six days post-implant, the patient underwent revision surgery, during which it was noted that the lead connector pin was not fully inserted into the generator header. The lead pin was removed from the generator header and reinserted. Subsequent device diagnostic testing was within normal limits. The patient was implanted for experimental treatment of intractable hiccups.